Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
During an implantation procedure, the atrial lead impedance was consistently measured at over 3000 ohms after the pacemaker was connected to the leads. Reportedly, during the procedure after implanting the lead, both leads showed satisfactory measurements when tested by a psa. The pacemaker was programmed to operate at 70 min-1 in ddd mode while still in the box. When the pacemaker was placed in the pocket and the pocket closed , it was noticed on ECG that the pacemaker was undersensing the patient¿s spontaneous p-waves and performing pacing at 70 min-1, the programmed basic rate. The subject pacemaker was then interrogated; this time, the atrial pacing polarity had changed to unipolar because of the function of automatic detection of implantation and the atrial lead impedance was consistently measured at over 3000 ohms. The polarity was unable to be reprogrammed to bipolar. The pacemaker pocket was then opened. After the pacemaker was taken out, a lead pull test confirmed that the atrial lead was securely connected to the atrial port. When the atrial lead was tested by the psa after being disconnected from the pacemaker, the measurements were all normal (as observed when the lead was fixed in the implant site). As it was considered that the header of the subject pacemaker had some failure, the use of the pacemaker was discontinued. Both of the atrial and ventricular leads were connected to a different device. As satisfactory lead measurements were confirmed on the programmer, this pacemaker was implanted. The explanted pacemaker was returned for analysis. It should be noted that when the atrial lead was connected to the subject pacemaker, the screw driver appeared to be inserted into the screwdriver slot in a straight way and a click sound was also heard when the atrial set-screw was tightened. Protrusion of the lead connector from the connector block was confirmed at the times of connection and disconnection of the lead.

Event description:
During an implantation procedure, the atrial lead impedance was consistently measured at over 3000 ohms after the pacemaker was connected to the leads. Reportedly, during the procedure after implanting the lead, both leads showed satisfactory measurements when tested by a psa. The pacemaker was programmed to operate at 70 min-1 in ddd mode while still in the box. When the pacemaker was placed in the pocket and the pocket closed , it was noticed on ECG that the pacemaker was undersensing the patient¿s spontaneous p-waves and performing pacing at 70 min-1, the programmed basic rate. The subject pacemaker was then interrogated; this time, the atrial pacing polarity had changed to unipolar because of the function of automatic detection of implantation and the atrial lead impedance was consistently measured at over 3000 ohms. The polarity was unable to be reprogrammed to bipolar. The pacemaker pocket was then opened. After the pacemaker was taken out, a lead pull test confirmed that the atrial lead was securely connected to the atrial port. When the atrial lead was tested by the psa after being disconnected from the pacemaker, the measurements were all normal (as observed when the lead was fixed in the implant site). As it was considered that the header of the subject pacemaker had some failure, the use of the pacemaker was discontinued. Both of the atrial and ventricular leads were connected to a different device. As satisfactory lead measurements were confirmed on the programmer, this pacemaker was implanted. The explanted pacemaker was returned for analysis. It should be noted that when the atrial lead was connected to the subject pacemaker, the screw driver appeared to be inserted into the screwdriver slot in a straight way and a click sound was also heard when the atrial set-screw was tightened. Protrusion of the lead connector from the connector block was confirmed at the times of connection and disconnection of the lead.